Event description:
When the angioguard retrieval catheter passed the stent, it collapsed completed and become caught on the stent. However, the physician was able to complete the procedure without pt injury.

Manufacturer narrative:
The device is available for analysis; however, it has not been received as of to date. Additional info has been requested, and will be submitted within 30 days upon receipt.